Event description:
It was reported that during follow-up, device was found to be in backup vvi mode. The cause of backup vvi was suspected to be device at eri due to battery depletion. Device was explanted and replaced. There were no adverse consequences to the patient.